Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1605401) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. However, it should be noted that the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally, per the mynx instructions for use (IFU), the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that 11 days after the mynxgrip device was used for arterial closure, the patient presented to an outpatient clinic with an infection. The device was used in conjunction with a 5f procedural sheath following a diagnostic right side cerebral angiogram procedure. The mynxgrip device was deployed in a "normal fashion." Following the deployment, a piece of the mynxgrip sealant was noted to be protruding from the patient's tissue tract. It was suspected that this may have been a receptacle for infection. The sealant was tucked under the puncture site, fingertip compression was applied for 2 minutes and a steri-strip was applied to the groin site. Hemostasis was achieved with the mynxgrip device at the time of the deployment. The patient later presented to an outpatient clinic with redness, swelling, pain, and a thick yellow discharge from the groin puncture site. An ultrasound was performed; however, it was negative for thrombus. The patient was given oral antibiotics (keflex x7 days) to treat the infection. The patient's hospitalization was not prolonged as a result of the event and the infection had resolved at the time of this report. Additional information was requested but was unknown.